Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging heart problem due to the device, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-92491. This report was submitted as a duplicate report of the previously submitted report.